Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) stored episode showed an episode of noise that appeared to be an external source of electromagnetic interference. It was noted that the patient was swimming in a pool at the time of the episode. The ICD remains in use. No patient complications have been reported as a result of this event.